Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: pt to run kphos 30 mmol over 6 hours for a potassium level of the patient of 2.9. Tubing primed and placed in IV pump. Solution just slightly cool. Within 5 minutes the IV pump started beeping air bubble alarm. Solution re-primed and then alarmed again. Tubing taken out of pump twice and bubbles" flicked out (there were no obvious bubbles). Alarm continued so trialed moving solution to a different pump. A bubble alarm occurred on this pump too. This time new tubing was utilized and primed. Once again a bubble alarm! Similar steps of taking the tubing out and flicking it and priming it an additional 5 ml trialed. When tubing removed from the pump to try flicking out "bubbles" the white bracket that attaches to the tubing inside the pump broke. A third IV solution set was then required and primed - utilizing a third infusion pump to finally stop the air bubble alarm. In total 45 minutes was spent by 2 different nurses to solve this problem."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.